Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: non-healthcare professional "attorney."

Event description:
The patient contacted depuy stating they were experiencing increased cobalt and chromium levels and achiness in their hip. The patient's medical records were received confirming the patient had depuy components. At this time there is no indication of a revision surgery. Update rec'd 8/14/2014 - patient claim received. There is no new additional information that would affect the outcome of the investigation. Update 12/30/2014, 1/5/2015, 1/7/2015, 1/14/2015- medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/21/2015. Update 3/10/15 & 3/19/2015 medical records received. After review of the medical records for MDR reportability, there is no new information that would affect the investigation. It should be noted the patient had a depuy left hip implanted on (B)(6) 2010, but no revision or allegations have been provided. The complaint was updated on: 3/24/2015. Update rec'd 11/16/2015 - litigation papers allege the patient suffered serious physical injuries, including elevated metal levels in the patient's blood, and pain in the patient's hips. The patient's litigation has been reported on (B)(4). Update 05 sep 2018 (B)(4) has been re-opened under (B)(4) due to receipt of ppf, implant records, and sticker sheets. In addition to what were previously alleged, ppf alleges metal wear, and metallosis. Added lawyer, and law firm. Updated product details of unknown liner, head, stem, and cup. Doi: (B)(6) 2009 - dor: none reported (right hip). Patient is bilateral. See (B)(4) for the left hip.